Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The reported event cannot be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported a very adherent area in the two to five o'clock position for side cut and stromal dissection during a lasik procedure on a patient's right eye. Through specific surgical techniques, the doctor was able to manage the dissection and complete the treatment.